Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered. Activated clotting time (act) was noted to be 290 after transseptal puncture. A watchman access system (was) was positioned and three watchman laa closure devices were attempted; however, the patient anatomy was more suitable for the next generation watchman flx laa closure device, so the procedure was aborted. After the was pulled back across the septum and out of the body, a clot was noted at the transseptal puncture site on the right atrial side via transesophageal echocardiogram. No clot was noted on the left side and the patient did not wake up with any neuro changes.